Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not visible') and autoimmune disorder ('autoinimune reaction') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included depression (not recovered prior to essure), postpartum depression, vaginal bleeding, vaginitis, vulvovaginitis, enlargement of lymph nodes, rhinitis, increased urinary frequency and tubectomy. Previously administered products included for an unreported indication: implanon from 2013 to 2014 and nexplanon from 2010 to 2011. Concomitant products included benzoyl peroxide;clindamycin phosphate (benzaclin) in 2017, escitalopram oxalate (lexapro) in 2017, hydroxyzine embonate (vistaril) in 2017, loratadine (claritin) in 2017 and meloxicam in 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pelvic area pain"), migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"), 25 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced arthralgia ("autoimmune disorder, type of disorder: polyarthralgia"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), genital haemorrhage ("gen. Abnormal bleeding") and dermatitis allergic ("rash / skin condition"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, autoimmune disorder, infection, menstrual disorder, migraine, vaginal discharge, depression, anxiety, arthralgia, dysmenorrhoea and hot flush outcome was unknown and the pelvic pain, fatigue, urinary tract infection, headache, genital haemorrhage and dermatitis allergic had resolved. The reporter considered anxiety, arthralgia, autoimmune disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, infection, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: the essure was placed in the left os without any difficulty as per protocol. There were no complications and the patient was in stable condition. Patient received teatment for pelvic pan, genital bleeding, rash, uti, vaginal discharge, fatigue, headache. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: polyarthralgia, fatigue, headache, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils not visible. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: gen. Abnormal bleeding, rash/skin condition, post removal complications were added. Outcome and rcc comments updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not visible') and autoimmune disorder ('autoinimune reaction') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included depression (not recovered prior to essure), postpartum depression, vaginal bleeding, vaginitis, vulvovaginitis, enlargement of lymph nodes, rhinitis, increased urinary frequency, tubectomy, pelvic pain female and pelvic congestion. Previously administered products included for an unreported indication: implanon from 2013 to 2014 and nexplanon from 2010 to 2011. Concomitant products included benzoyl peroxide;clindamycin phosphate (benzaclin) in 2017, escitalopram oxalate (lexapro) in 2017, hydroxyzine embonate (vistaril) in 2017, loratadine (claritin) in 2017 and meloxicam in 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pelvic area pain"), migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"), 25 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced arthralgia ("autoimmune disorder, type of disorder: polyarthralgia"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), genital haemorrhage ("gen. Abnormal bleeding") and dermatitis allergic ("rash / skin condition"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, autoimmune disorder, infection, menstrual disorder, migraine, vaginal discharge, depression, anxiety, arthralgia, dysmenorrhoea and hot flush outcome was unknown and the pelvic pain, fatigue, urinary tract infection, headache, genital haemorrhage and dermatitis allergic had resolved. The reporter considered anxiety, arthralgia, autoimmune disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, infection, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: the essure was placed in the left os without any difficulty as per protocol. There were no complications and the patient was in stable condition. Patient received teatment for pelvic pan, genital bleeding, rash, uti, vaginal discharge, fatigue, headache. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: polyarthralgia, fatigue, headache, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils not visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: medical history, reporter information were added. Patient demographic was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not visible') and autoimmune disorder ('autoinimune reaction') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included depression (not recovered prior to essure), postpartum depression, vaginal bleeding, vaginitis, vulvovaginitis, enlargement of lymph nodes, rhinitis, increased urinary frequency and tubectomy. Previously administered products included for an unreported indication: implanon from 2013 to 2014 and nexplanon from 2010 to 2011. Concomitant products included benzoyl peroxide;clindamycin phosphate (benzaclin) in 2017, escitalopram oxalate (lexapro) in 2017, hydroxyzine embonate (vistaril) in 2017, loratadine (claritin) in 2017 and meloxicam in 2017. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish"). On (B)(6)2014, the patient experienced pelvic pain ("pelvic pain/pelvic area pain"), migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"), 25 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6)2016, the patient experienced arthralgia ("autoimmune disorder, type of disorder: polyarthralgia"). On (B)(6)2016, the patient experienced urinary tract infection ("infection bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6)2017, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), genital haemorrhage ("gen. Abnormal bleeding") and dermatitis allergic ("rash / skin condition"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, autoimmune disorder, infection, menstrual disorder, migraine, vaginal discharge, depression, anxiety, arthralgia, dysmenorrhoea and hot flush outcome was unknown and the pelvic pain, fatigue, urinary tract infection, headache, genital haemorrhage and dermatitis allergic had resolved. The reporter considered anxiety, arthralgia, autoimmune disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, infection, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: the essure was placed in the left os without any difficulty as per protocol. There were no complications and the patient was in stable condition. Patient received teatment for pelvic pan, genital bleeding, rash, uti, vaginal discharge, fatigue, headache. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: polyarthralgia, fatigue, headache, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils not visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not visible') and autoimmune disorder ('autoimmune reaction') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included depression (not recovered prior to essure), postpartum depression, vaginal bleeding, vaginitis, vulvovaginitis, enlargement of lymph nodes, rhinitis, increased urinary frequency and tubectomy. Previously administered products included for an unreported indication: implanon from 2013 to 2014 and nexplanon from 2010 to 2011. Concomitant products included benzoyl peroxide; clindamycin phosphate (benzaclin) in 2017, escitalopram oxalate (lexapro) in 2017, hydroxyzine embonate (vistaril) in 2017, loratadine (claritin) in 2017 and meloxicam in 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pelvic area pain"), migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"), 25 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced arthralgia ("autoimmune disorder, type of disorder: polyarthralgia"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, autoimmune disorder, infection, menstrual disorder, fatigue, migraine, vaginal discharge, depression, anxiety, urinary tract infection, arthralgia, headache, dysmenorrhoea and hot flush outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fatigue, headache, hot flush, infection, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: the essure was placed in the left os without any difficulty as per protocol. There were no complications and the patient was in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: polyarthralgia, fatigue, headache, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils not visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received. Events per pfs: infection (bladder/urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder, type of disorder: polyarthralgia, headaches, dysmenorrhea (cramping), hot flashes, plaintiff did not undergo this test were added. Event per mr: essure coil not visible added, patient's medical history was added. Essure removal date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.